Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information not provided by reporter. Unknown when device broke. Not implanted. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Product investigation summary: one screw head was received without the broken shaft. Due to the size of the fragment received, we are unable to confirm the part number (but it was reported to be 04.503.226.01). A fragment was received; therefore, the complaint condition is confirmed. The cause of the complaint condition is unknown, but most likely due to attempting to insert the screw into hard bone without pre-drilling first. A visual inspection and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. The associated drawing for the device(s) was reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. Proper use and maintenance for the device(s) are addressed in technique guides. Also, it is recommended that the surgeons pre-drill a hole when inserting into dense bone. Device broke intra-operatively and was not fully implanted or explanted. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery for a midface flap placement, while putting the bone to the maxilla, the top of a titanium matrixmidface screw, self-drilling, popped off. The front end of the screw remained in the plate/bone. The rest of the screw is retained in the patient. The screw head will be returned for evaluation. The case was completed with not further issues. This report is 1 of 1 for (B)(4).